Event description:
Procedure: splenectomy. According to the reporter: the jaws were clamped on the tissue and the device would not fire. The instruments return knobs were retracted and the jaws remained locked on the tissue. The incision for the 5mm port was enlarged to insert a 12mm port to gain access to the jaws. The hand incision was increased by more than 1" to further facilitate removal of the device from the tissue. The sulu was subsequently removed from tissue without damage to the tissue. Additional operative time was needed to close the site for the 12mm port and the increased hand incision. The 5mm port site would not normally require closing.

Manufacturer narrative:
(B) (4). (B) (4).